Event description:
Customer reports to have high blood glucose of 412 mg/dl, which was treated with manual injection. Customer declined troubleshooting for high blood glucose. Customer only requested assistance for proper insertion of infusion set. Customer received a "finish loading alarm" as she was in the middle of filling the tubing when she called. Customer received assistance in clearing alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.